Event description:
It was reported that during a da vinci assisted surgical procedure that a c 38 error occurred against the erbe generator when firing the monopolar instrument. The customer changed the instrument and monopolar cable, with no change. The customer did not wish to power cycle the erbe nor swap vision side carts, and continued with the case. The site's clinical sales rep (csr) placed a second call to intuitive tech support to inquire about additional troubleshooting. The customer had already rebooted the erbe, with no change. The intuitive tech support engineer (tse) found m 11 and m 18 errors in the system logs, as well as error c 38. The customer advised that they were going to remove the external foot pedals from the back of the erbe and/or replacing the ground pad, and the call was ended. The csr placed a third call to the tse for information on connecting the covidien force triad generator, as they were searching for the proper energy activation cable. It was unknown if this cable was available at the site. The procedure was reportedly being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was not confirmed using system logs. Log review revealed recurring error c 34, m b1, c 37 and c 38. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed errors c 00, m 0b and m 31. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.